Manufacturer narrative:
The initial report was submitted on 15-oct-2025. H11 had the incorrect information in paragraph #2. The purpose of this report is to correct h11 from the initial report. The device was not returned. The most likely root cause was determined to be customer failure to follow instructions for use. The instructions for use for this device states: "caution: do not insert beyond appropriate band or tip damage may occur" and "caution: do not activate the probe cutter or other clinical functions while a marker is inserted in the probe. Take care to completely remove the marker out of the probe before activating any of the holster's clinical functions."

Manufacturer narrative:
According to the reporter, there was a tip shear of mmk1002 marker. The tip was left inside of the breast and discovered in post-biopsy imaging. Radiologist confirmed that the aperture was fully open during deployment. The problem occurred during the procedure. The procedure was completed with the reported mmk1002. No patient complications were noted. Additional follow up determined that the patient will decide at a later date if there will be a surgical removal of the tip. The device was not returned. The most likely root cause was determined to be customer failure to follow instructions for use. The instructions for use for this device states: "the marker applicator may be sheared off resulting in a piece left behind in the patient. The probability of a tip shear may increase as a result of: · removing or rotating the marker applicator independently from the probe." And "remove the hydromark¿ applicator and the mammotome® revolve¿ biopsy probe together as a single unit from the site".

Event description:
According to the reporter, there was a tip shear of mmk1002 marker. The tip was left inside of the breast and discovered in post-biopsy imaging. Radiologist confirmed that the aperture was fully open during deployment. The problem occurred during the procedure. The procedure was completed with the reported mmk1002. No patient complications were noted.